Event description:
It was reported that the patient developed diaphragmatic stimulation. Device was reprogrammed which did not stop the symptoms. The device was then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.